Event description:
Caller reported that the pump battery would not charge and the pump screen was dark, indicating it would not turn on. Blood glucose levels were maintained between 54-500 mg/dl, so there was no adverse impact on the customer's blood glucose level. Cts attempted several troubleshooting steps, including changing wall outlets and charging cables, but the issue remained unresolved. Cts decided to replace the pump and instructed the caller on returning the defective pump. The caller was advised to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.